Manufacturer narrative:
The device was returned due to "the sewing cuff did not appear to fit within the aortic annulus" and after insertion "the sewing cuff was found to be obstructing the ostium of left coronary artery." Gross morphological examination revealed no anomalies with the device was observed. The valve met dimensional specifications when measured with a caliper. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however, information from the field indicated a smaller 17mm regent valve was implanted.

Manufacturer narrative:
Not received.

Event description:
On (B)(6) 2017, a 19mm biocor valve was implanted; however, despite multiple attempts the sewing cuff did not appear to fit within the aortic annulus. Eventually the valve was reinserted but the sewing cuff was found to be obstructing the ostium of left coronary artery and the valve was explanted. A replacement 17-agn valve was implanted. The physician believes that a delay in procedure led to ostial compromise.